Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020, with blood glucose of 60 mg/dl. Customer was in intensive care unit as a result of high blood glucose level. The customer had symptoms like nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated with insulin, potassium, electrolytes, and antibiotics. Customer had alleged that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.